Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting high capture threshold leading to early battery depletion on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced, and rv lead was reconnected to the ICD. The patient condition was unknown.